Event description:
It was reported that on (B)(6) 2024 the battery powered driver's were tested and did not work properly. There was no patient consequences.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary service and repair evaluation: the customer reported it was reported that on (B)(6) 2024 the battery powered driver's were tested and did not work properly. The repair technician reported that pins and wire were discolored, cracked contact plate, debris on barriers, rust on drive shaft and bearing space was present. Device run intermittently at forward, fast-forward and reverse. Also, cosmetic test was failed too. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection on 20-dec-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.